Event description:
The patient was initially implanted t2 through l1. Approximately two years later the patient was revised to address pseudoarthrosis. The rods were cut at approximately the level of t11, rod-to-rod connectors were placed on the cut ends of the rods, the right-side screw at t11 was removed, a new right-side screw at t12 was implanted, and short rods were placed at the distal end of the construct to maintain the original length of t2 to l1. The x-rays provided by the hospital indicate that the right-side screws at t12 and l1 and the left-side screw at l1 were not replaced but were re-secured. An x-ray provided for three months after surgery appears to show the right-side l3 screw fractured. Six months later, the patient was revised to treat persistent pseudoarthrosis and the construct was extended down to l3. Additionally, the screw fragment at right-side l3 appears to have been removed. An x-ray taken four days after surgery shows a fractured screw shaft in the left-side l1, however, the screw at l1 is intact so the fractured shaft likely belongs to the previously implanted screw. This report captures the right-side mesa deformity uniplanar screw.

Manufacturer narrative:
Device location is unknown.

Event description:
The patient was initially implanted t2 through l1. Approximately two years later the patient was revised to address pseudoarthrosis. The rods were cut at approximately the level of t11, rod-to-rod connectors were placed on the cut ends of the rods, the right-side screw at t11 was removed, a new right-side screw at t12 was implanted, and short rods were placed at the distal end of the construct to maintain the original length of t2 to l1. The x-rays provided by the hospital indicate that the right-side screws at t12 and l1 and the left-side screw at l1 were not replaced but were re-secured. An x-ray provided for three months after surgery appears to show the right-side l3 screw fractured. Six months later, the patient was revised to treat persistent pseudoarthrosis and the construct was extended down to l3. Additionally, the screw fragment at right-side l3 appears to have been removed. An x-ray taken four days after surgery shows a fractured screw shaft in the left-side l1, however, the screw at l1 is intact so the fractured shaft likely belongs to the previously implanted screw. This report captures the right-side mesa deformity uniplanar screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.